Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that the stylets were bent which made the leads difficult to insert. The physician expressed dissatisfaction with the product. The leads were successfully implanted. No patient complications have been reported as a result of this event.